Manufacturer narrative:
Concomitant medical product: 1688tc lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they had a routine follow-up appointment where "changes were made." After the appointment, the patient reported hearing "beeping" from the cardiac resynchronization therapy defibrillator (crt-d). It was further reported by the clinic that the cause of the beeping was potentially due to magnet exposure as no alerts were noted on the device. The device remains in use. No patient complications have been reported as a result of this event.